Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Supply changes were performed to address the occlusion alarms. The customer could not recall specific blood glucose (bg) levels for the past occlusion alarms; the current bg level was 250mg/dl. Correction boluses were delivered to address the elevated bg levels. Reportedly, the customer uses their cartridge for 3 days. Tandem technical support advised the customer to change their pump supplies every 2 days to stay within labeling. During a follow-up call, a system check was performed using the current supplies and the occlusion was found to be within the cartridge. The customer loaded a new cartridge and insulin was not observed exiting the infusion set tubing after performing the fill tubing sequence with more than 30 units of insulin. The customer reported manual injections would be used for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, no failure related to the reported occlusion alarms or load fill tubing issue was identified.; however, a different issue was identified.